Manufacturer narrative:
Due to the entire hospital network failure, all radiation therapy patients were referred to other centers for treatments. The radiation therapy department was fully electronic at the time of network failure, and they did not have paper copies of treatments. This means previous patient data was also lost. The patients did need to be replanned by the other center when they were referred. If patients treated prior to the network failure return for treatment, no data of previous treatment would be available. The loss of patient data has the potential to complicate or delay the treatment planning of future radiation treatments, should patients return for care. We are actively working with the customer to rebuild their system and bring it back online. There is no claim of direct injury to any patient, we are reporting this due to loss of patient data.

Event description:
Customer reported cyber attack of their entire hospital system.